Event description:
It was reported that the health care professional (hcp) called in for assistance with heart connect. Technical services assisted and found that the patient received anti-tachycardia pacing (atp) and shock therapy while out deer hunting and was symptomatic. It appears the rhythm start out as atrial tachycardia, goes 1:1 in the ventricle, then the shock channel gets wider. It was unclear if it was ventricular tachycardia (vt) or supraventricular tachycardia (svt). The atp was not effective however, the arrythmia converted with a 41 joule shock. The hcp will work with the local representative. At this time, the device remains in service. No adverse patient effects were reported.